Event description:
It was reported that, "locking ring was found to be unattached and in plastic insert inside of implant packaging prior to surgery. Surgery team reattached the locking ring and was able to seat the implant. Put head into liner. Implant/locking ring failed during range of motion test." Date: (B)(6), 2011, additional info received. After the implant was inserted in to the securfit cup and locked into place the head was inserted into the constrained bipolar part of the implant. After range of motion, the bipolar part of the implant came out of the outside liner so the bipolar implant was attached to the head on the stem and the outside part of the constrained liner was still attached to the securfit shell. It was two different problems with the implant."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2011-00525.